Manufacturer narrative:
Zimvie complaint: (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient presented to our office for a recheck of upper right implant #6 due to soreness and swelling. He was referred for this visit by his dentist. Who noticed a pocket around the implant during evaluation. Upon evaluation in our office, the implant was noticed to be loose and removed with a hex tool. Infection, pain and inflammation.